Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the lead safety switch (lss) was triggered for the right ventricular (rv) lead due to low out of range pacing impedance measurements of less than 200 ohms. The lss switched the lead from bipolar to unipolar configuration. During a device interrogation one and a half months later the impedance measurements in unipolar were between 220 and less than 200 ohms in unipolar and varying from the 360 ohm range to less than 200 ohms in bipolar. All other measurements were within normal limits. Review of the patient's data found that the lss had also been triggered over a year prior for high out of range pacing impedance measurements of greater than 2000 ohms. Noise was also observed since the lead was in unipolar configuration. A chest x-ray was taken which showed the rv lead to be pulled taught with minimal slack. There were no other findings on the x-ray. The lss feature was programmed off and the physician has opted to continue to monitor the patient. The rv lead and pacemaker remain in service. No adverse patient effects were reported.

Manufacturer narrative:
The lead was returned and underwent analysis, which found a lead fracture. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The inspection of the lead revealed a damaged insulation approximately 28 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The outer conductor coil was found fractured. Based on the characteristics as well as the location of the damage, analysis determined it was reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular/first rib entrapment.

Manufacturer narrative:
--

Event description:
Additional information was received that a revision procedure was performed almost two years later where the right ventricular (rv) lead was explanted due to continued noise as a result of a dislodgement. The pacemaker remained in service and a new lead was successfully implanted. No adverse patient effects were reported.